Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that a freedom wrist had caused massive metallosis , failure of the poly, as well as prominent position of the components closely. The implant had caused ruptured tendons and lost of function of the patient's primary right hand. Removal and fusion using bone graft will be done to correct the deformed results.

Manufacturer narrative:
The product was not returned for evaluation. No device history record (DHR) review is possible as no lot information was provided. Also, as the device has not been returned and there is no information available from the surgeon/physician, the root cause cannot be determined. The relationship of the reported events to the implant device and implant surgery has not been confirmed.

Manufacturer narrative:
1 of 2 reports - other mfg report number: 1651501-2018-00058. Medwatch (report# mw5079719) received. Date of incident: (B)(6) 2017. Event description: wrist implant failure causing heavy metallosis and product failure causing ruptured finger tendons. Metal on metal from universal 2 implanted in 2008. Removed in 2018. Device in contact with patient? Yes. Patient injury/ death alleged? Yes. Revision or medical intervention required? Yes. Delay in surgery due to late receipt of product? No. Delay in surgery due to product problem? No. Out of box failure (oob)? No. Expiration date: 01/31/2013. Device available for evaluation: yes. Implant date: (B)(6) 2009. Explant date: (B)(6) 2018. Concomitant medical: hip replacement, gabapentin, levoyal, "enbrolitianmizene", meloxicam, iron, black cohosh, vit. D, aspirin. Additional information received from the patient: "I'm in the process of getting the wrist from the hospital and it would be a few weeks before I can get it and I'll send it off to you. Currently I have been in a hard cast since (B)(6) I see the doctor again (B)(6) at which time he'll probably remove the cast for a soft cast I had undergone a fusion using cadaver bone I am going to enclose pictures of the metallosis from the surgery that I had in (B)(6)."

Manufacturer narrative:
Operative notes received on october 2018 (summary of operative notes): on (B)(6) 2008 the patient underwent a right wrist total wrist arthroplasty with use of fluoroscopy and application of short-arm splint due to right wrist rheumatoid arthritis. The procedure was well tolerated and the patient was transported to the recovery area in stable condition. On (B)(6) 2009, a revision surgery was done due to a right wrist contracture. The postoperative diagnosis was right wrist arthritis with contracture plus partial rupture extensor tendons of ring and small finger. The procedures were: right wrist revision total wrist arthroplasty; reconstruction of extensor capsule and retinaculum; tendon transfer of extensor digitorum communis mid-finger to extensor digitorum communis, ring and small; application of short-arm splint and fluoroscopy. On (B)(6) 2018 the patient went to another surgeon and reported that the total wrist arthroplasty caused deformity in her fingers on the right as well as poor function of the right hand with very stiff digits. The surgeon notes state " she had some mp joint involvement with index and long subluxation; stiff swan-neck deformities in all the digits with preservation of the pip joint spaces. She also had swelling over the volar radial distal forearm. MRI showed massive fluid collection along the margin of the flexor tendons extending from the level of the distal radius into the carpal tunnel spanning 9cm in length." During surgery, the surgeon "came down on very dark black colored tissue that could be seen through the thin antebrachial fascia, what was apparent was that this was massive metallosis throughout the entire carpal tunnel and distal forearm. There were also numerous ruptured flexor tendons. There were a few broken pieces of poly that were removed. Surgeon states that the patient will need removal of her failed total wrist arthroplasty and conversion to a wrist fusion. The surgery was completed with no complications." On (B)(6) 2018 the patient had a follow up appointment with the surgeon and she reports some occasional pain in the right wrist and numbness in the thumb tip. During this visit the surgeon reports limited extension and wrist flexion with no obvious swelling in the volar wrist. The patient cannot actively extend the mp joints. During this visit, the hardware removal was scheduled. On (B)(6) 2018 the hardware removal was done. The procedure was a wrist scaphotrapeziotrapezoidal fusion. The surgical findings were: dislocated total wrist arthroplasty with significant metallosis of capsule. Components not frankly loose. The patient was transported to the recovery unit in stable condition with no apparent complications.

Manufacturer narrative:
Additional information received: the patient mentioned that "up until 2016, she was a buyer and had no issues with typing, writing, filing, etc. However, after that time, her fingers are stiff, no grasp, and difficult bending fingers with the right hand. The left hand has no problems¿. She stated she wore a soft cast from (B)(6) 2018 (date of surgery) until (B)(6) 2018. She stated she has ¿double knuckles, no pain or swelling.

Manufacturer narrative:
The products were returned and underwent failure analysis. Failure analysis showed that the uhmpe articulating insert barrel bore and trunnion snap attachment appeared to have been damaged and disassociated. The uhmwpe insert was probably dislocated, which allowed metal to metal contact between the radius component and the carpal plate. The metal to metal contact preferentially wore away the titanium carpal plate relative to the cocr alloy radial component. Wear debris, uhmwpe and metallic particulate became entrained in the joint space on periprosthetic tissue.